Event description:
The facility's technician reported a fail code 813:01, which occurred during biomed testing. Additional contact information was requested but no additional contact was indentified. The technician stated that there have been no reports of any patient incident involving this pump since the last baxter service event.